Manufacturer narrative:
The recipient reportedly is happy with the hearing performance and will not undergo surgery to remove the air pockets at this time.

Manufacturer narrative:
(B)(4).

Event description:
The recipient has been hospitalized due to an air pocket. Surgery has been scheduled to resolve air pockets. When more information is available, a supplement report will be submitted.

Manufacturer narrative:
(B)(4). The recipient was reportedly not hospitalized for the air pocket; the recipient visited the hospital to discuss the issue. There was no medicinal treatment; recipient's performance is satisfactory. This is the final report.